Event description:
During a follow up call for complaint (B) (4), the home patient (hp) mentioned that about two weeks after this incident, she was sitting on her front porch and noticed that she was wet down the front of her pants. The hp at first believed that she was wet because she had just been washing dishes. She then discovered that the transfer set had become disconnected again. The hp could not remember if there was a complete separation or if the transfer set was loose and leaking. The hp was admitted to the hospital for two days again with peritonitis. That sample was discarded and the lot number was unknown. The hp stated that since then tape has been used to prevent this from occurring and she has had no problems. Additional information was received from global pharmacovigilance and included the following: on (B) (6) 2009, the hp was diagnosed with peritonitis and was admitted to the hospital. The hp was treated with antibiotics (specifics unknown) while in the hospital. The nurse does not know what caused the bacterial peritonitis. On (B) (6) 2009, the hp was discharged from the hospital and the bacterial peritonitis was considered resolved. Peritoneal dialysis therapy with dianeal is ongoing.

Event description:
This is a case report received on october 5, 2009 by intn'l affiliate from the patient. It is reported that the homechoice (hc) device injected air into the patient after the priming step of therapy. The priming step was performed (patient not connected) and the patient line wasn't totally filled with solution. Air in the set was clearly observed but the hc device was displaying the message "connect patient". The patient connected and received the injection of air that was left in the patient line. According to the patient's wife, the machine had alarmed with the system error 2240 (air in line) alarm. When the alarm was displayed, the patient turned the device off and then back on again to continue the therapy. The patient felt pain in the shoulders and at the level of the ankles. The patient was then hospitalized in emergency until sunday morning. The patient has totally recovered. The patient is a male patient who was performing peritoneal dialysis therapy since last june. Further information is not available.

Manufacturer narrative:
(B) (4) device was evaluated in plcws, many simulated therapies were performed, no errors appeared. All test passed perfectly. The root cause of problem was not determined. Possible root cause may be: 1) improper alignment the cassette to membrane or user error. Many "reload set 158; 137" and "check patient line" in event log may indicate clamped or stucked line. 2) patient changed therapy from tidal to hi-dose tidal and then hi-dose ccpd, many "stop" and "go" keys pushed - what indicates that patient have problems with running those therapies, but under evaluation all therapies were completed without any problems.

Manufacturer narrative:
The device has been received, but the evaluation is not yet complete. A follow up report will be submitted once the evaluation results are available.

Manufacturer narrative:
(B) (4)

Event description:
It was reported to boston scientific corporation that an rx locking device & biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010. According to the complainant, the nurse inserted a sphincterotome (manufacturer unknown) into the olympus therapeutic duodenal scope. However, the nurse had difficulty passing the sphincterotome down the working channel of the scope, and the sphincterotome was removed from the scope. Next, biopsy forceps (manufacturer unknown) were inserted into the scope, and an obstruction was felt within the working channel. At this time, the duodenal scope was removed from the patient, and an olympus diagnostic duodenal scope was used instead. A second rx locking device & biopsy cap was used to complete the procedure successfully along with the original sphincterotome. The complainant also reported that the physician had to use a 7fr biliary stent instead of the preferred 10fr biliary stent due to the smaller scope size. The facility did not have a second therapeutic scope on hand and chose to use a smaller diagnostic scope to complete the procedure. Post procedure, the biopsy forceps were used to extract the object from the working channel of the therapeutic scope. It was discovered that the object was the foam sponge from the rx locking device & biopsy cap which had detached and was lodged within the scope. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.